Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while inserting the device into the patient, the mesh on the bottom was coming up through the port.